Manufacturer narrative:
Based on our investigation results, we can determine visible cutting and crack marks. The cut marks indicate a damage by a sharp instrument. The tearing (visible traces) could possibly have been caused by the movement of the head, because the shunt system was placed in a non-optimal area in the neck (soft tissue). In addition, the growth of the child may have also contributed to the rupture of the catheter.

Event description:
It was reported that a progav shuntsystem (#fv448t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the abdominal catheter is ruptured behind the shunt. The catheter was removed and a new catheter was connected and implanted. The shunt system is still implanted. A part of the complained catheter was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, 9 months. Height: 103.5 cm. Weight: 16 kg. Gender: male.